Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 20-dec-2017. The most recent information was received on 05-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain, persistent") and cholecystitis chronic ("chronic calculous cholecystitis") in a female patient who had essure (batch no. 806695) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods"), headache ("headaches"), hypertension ("hypertension"), fatigue ("important fatigue"), amnesia ("memory loss") and depression ("bout of depression"). In (B)(6) 2014, the patient experienced cholecystitis chronic (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and uterine leiomyoma ("uterine fibroid"). In (B)(6) 2015, the patient experienced chest pain ("thoracic pain, important pain at each inspiration"), pleurisy ("pleurisy, weak abundance") and focal nodular hyperplasia ("focal nodular hyperplasia suspicion") with hepatic neoplasm and hepatic lesion. In (B)(6) 2016, the patient experienced back pain ("very important lumbar pain"), sciatica ("l5 spondylolysis causing bilateral radiating sciatic pain with appearance of nodules on s1") and spondylolysis ("l5 spondylolysis causing bilateral radiating sciatic pain with appearance of nodules on s1"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cholecystitis chronic, menorrhagia, abdominal pain, back pain, uterine leiomyoma, headache, hypertension, fatigue, amnesia, depression, chest pain, pleurisy, focal nodular hyperplasia, sciatica and spondylolysis outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, back pain, chest pain, cholecystitis chronic, depression, fatigue, focal nodular hyperplasia, headache, hypertension, menorrhagia, pelvic pain, pleurisy, sciatica, spondylolysis and uterine leiomyoma with essure. The reporter commented: in (B)(6) 2015 patient went to emergency due to thoracic pain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: chronic cholecystitis and uterine fibroid x-ray - in (B)(6) 2015: non significant. On (B)(6) 2015: CT scan - nodule of 16 mm in segment iii of liver, second nodule of 6 mm in segment IV-a. Abdominal-pelvic tomodensitometry: lesion of 18 mm in segment iii with central scar. On (B)(6) 2016: lumbar tomodensitometry: l5 spondylolysis causing bilateral radiating sciatic pain with appearance of nodules on s1. On (B)(6) 2016: thermocoagulations without any results. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-jan-2018 for the following meddra pt: pelvic pain: (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 05-jan-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 29-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain, persistent") and cholecystitis chronic ("chronic calculous cholecystitis") in a female patient who had essure (batch no. 806695) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods"), headache ("headaches"), hypertension ("hypertension"), fatigue ("important fatigue"), amnesia ("memory loss") and depression ("bout of depression"). In (B)(6) 2014, the patient experienced cholecystitis chronic (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and uterine leiomyoma ("uterine fibroid"). In (B)(6) 2015, the patient experienced chest pain ("thoracic pain, important pain at each inspiration"), pleurisy ("pleuresy, weak abundance") and focal nodular hyperplasia ("focal nodular hyperplasia suspicion") with hepatic neoplasm and hepatic lesion. In (B)(6) 2016, the patient experienced back pain ("very important lumbar pain"), sciatica ("l5 spondylolysis causing bilateral radiating sciatic pain with appearance of nodules on s1") and spondylolysis ("l5 spondylolysis causing bilateral radiating sciatic pain with appearance of nodules on s1"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cholecystitis chronic, menorrhagia, abdominal pain, back pain, uterine leiomyoma, headache, hypertension, fatigue, amnesia, depression, chest pain, pleurisy, focal nodular hyperplasia, sciatica and spondylolysis outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, back pain, chest pain, cholecystitis chronic, depression, fatigue, focal nodular hyperplasia, headache, hypertension, menorrhagia, pelvic pain, pleurisy, sciatica, spondylolysis and uterine leiomyoma with essure. The reporter commented: in (B)(6) 2015 patient went to emergency due to thoracic pain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: chronic cholecystitis and uterine fibroid x-ray - in (B)(6) 2015: non significant. (B)(6) 2015: CT scan - nodule of 16 mm in segment iii of liver, second nodule of 6 mm in segment IV-a. Abdominal-pelvic tomodensitometry: lesion of 18 mm in segment iii with central scar. (B)(6) 2016: lumbar tomodensitometry : l5 spondylolysis causing bilateral radiating sciatic pain with appearance of nodules on s1. (B)(6) 2016: thermocoagulations without any results. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 22-dec-2017 for the following meddra pt: pelvic pain: n° 9024 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.